Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events. This MDR is for pt 1 of 1 on day 2 of 2. See MDR # 1061932-2010-00173 for pt 1 of 1 on day 1 of 2. Quality control materials were run before and after the event and recovery was within expected limits. Field service was not dispatched for this event. The root cause is unknown.

Event description:
The customer reported that the act 5 diff hematology analyzer generated erroneously low platelet results (55 x 10 to the power of 3 cells/ul) on one pt sample. The test results were accompanied by an instrument-generated message alerting the operator to review results. The erroneous test results were reported out of the laboratory. A subsequent manual review of the sample estimated the platelet count to be 300 x 10 to the power of 3 cells/ul. A few "large platelets" were observed on the smear per the customer. A correct report was issued by the laboratory. There were no reported changes to pt treatment associated with this event.